Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that lead had an insulation damage where the guidewire came out from the side of the lead. The lead was not used and replaced during the procedure. The patient was stable.